Manufacturer narrative:
A scr replace friction-fit gold & ti abut int hex (mhlas) and unknown tsv 4.7 x 11.5 mm implant were not returned. Since products have not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the complaint. The reported devices location are unknown and the length of the implant device usage is approximately 14 years however the screw approximately 3 months ago. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review and complaint history review could not be performed, as the lot numbers associated with the reported product are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. No complaint history review could be performed without relevant lot and item information for the unknown tsv 4.7 x 11.5 mm implant. Based on the available information, device malfunction could not be verified and the reported events are non-verifiable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that clinician placed an unknown zimmer tsv 4.7 x 11.5 mm implant about 14 yrs ago at tooth location unknown. They do not have the item or lot # on file. He also did not have the original screw item number, but it was replaced with an mhlas. This screw loosened again about 3 months ago. It was replaced with a healing abutment. Doctor believes the implant threads may be compromised so, he requested a thread tap, then he will replace the screw again.